Event description:
It was reported that the pump malfunctioned, displaying a malfunction code. The customer¿s blood glucose level did not exceed 280 mg/dl, indicating no adverse impact. The customer is using multiple daily injections as a backup therapy. Technical support assisted with resetting the pump and decided to replace the pump due to recurring issues. A replacement pump with updated software was sent, and the customer was informed about training resources and the process for returning the faulty pump.